Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated they did not think it had been working since 2018. They stated they were in an auto accident in (B)(6) 2018 and they did not feel it had been working since then. They stated they had problems since the auto accident. The patient stated they had not seen the doctor since the prior year and they were rushed out of their last appointment. The patient was on program 4 at 2.5, but they were not feeling stimulation. They increased to 6.9 on program 4 and tried changing to program 1, but they were not feeling stimulation as they increased. They were going to try program 2 to see if they felt stimulation. It was suggested the patient contact their doctor to have their device checked. No further complications were reported or anticipated.